Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had red cells on the walls of the tube, hemolysis, and reported erroneous results. The following information was provided by the initial reporter: "it is reported customer is experiencing red cell hangout, hemolysis and erroneous results when using vacutainers. Phone call conversation: customer called in expressing large amounts of red cell hangup and hemolysis in both products 367988 and 367986. They have tried 4 different centrifuges, waiting 1 hour for clotting, carefully inverting samples but still experiencing red cell hangup and hemolysis. Customer also stated they are experiencing "funny" potassium results. These potassiums are not resulted stat. There are no photos available at this time but customer did state that they can take photos when it occurs again. Samples are available to be sent in so please send customer prepaid fedex label. There is no specific date of occurrence as this has been witnessed and monitored the past two months. Customer is not requesting samples at this time. Customer confirms that the "funny" potassium readings are few and far in between with no patient identifiers to give. He is reaching out to obtain technical advise on the situation as it is costing turn around time in laboratory. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-23. H.6. Investigation summary bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for red cell hang up, erroneous results and hemolysis with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A good faith effort has been made by technical services for additional information regarding the customer's reported issue to further address the customer's concerns with no response. It was indicted that the specimens were manually manipulated with swabs and not recentrifuged. This practice is likely the cause of their potassium issues. The red cell hangup concerns may be centrifugation related but without the rotor size, we are unable to determine inadequate centrifugation, which may me likely implicated. Also, their sporadic hemolysis may be a traumatic phlebotomy or aggressive tube inversions. Educational material was provided by tech services to help mitigate their issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had red cells on the walls of the tube, hemolysis, and reported erroneous results. The following information was provided by the initial reporter: "it is reported customer is experiencing red cell hangout, hemolysis and erroneous results when using vacutainers. Phone call conversation: customer called in expressing large amounts of red cell hangup and hemolysis in both products 367988 and 367986. They have tried 4 different centrifuges, waiting 1 hour for clotting, carefully inverting samples but still experiencing red cell hangup and hemolysis. Customer also stated they are experiencing "funny" potassium results. These potassiums are not resulted stat. There are no photos available at this time but customer did state that they can take photos when it occurs again. Samples are available to be sent in so please send customer prepaid fedex label. There is no specific date of occurrence as this has been witnessed and monitored the past two months. Customer is not requesting samples at this time. Customer confirms that the "funny" potassium readings are few and far in between with no patient identifiers to give. He is reaching out to obtain technical advise on the situation as it is costing turn around time in laboratory."